Manufacturer narrative:
Exact date unknown; reported as during (B)(6) 2016, (B)(4). Device is an instrument and is not implanted/explanted. (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: june 12, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an impactor for a proximal femur nail anterior was broken during surgery. The sterilization department found some dark residue inside of the handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the connection (welding joint) between the gripping head of the handle and the shaft is broken. Furthermore we found several signs of strong hammering on the top of the grip. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Our investigations have shown that the connection (welding joint) between the gripping head of the handle and the shaft is broken. Several signs of strong hammering on the top of the grip indicate heavy loadings while use. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Due to the heavy hammering marks it is likely that the instrument was subjected to excessive use and hence resulting in rupture of the welding between the stroke cap and the shaft. The current technical guide recommends to insert the pfna blade to the stop by applying gentle blows with the hammer. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.